Event description:
Reportedly, there was high grade in-stent restenosis in 2 separate portions within the stent at the sites of the overlapping stent junctions of three stents put into one patient. Intervention taken by using cutting balloon angioplasty and lsfa balloon angioplasty on restenosed areas. Patient tolerated procedure well.

Manufacturer narrative:
H6: device not returned.